Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the active blade broke off during a colpotomy procedure. The product was removed. No parts remained in patient. The procedure was completed using normal harmonic device. Unknown if device will be returned for analysis.